Event description:
Sorin group received a report that near the end of the procedure the user noticed a blood to water leak from the synthesis oxygenator. It was also reported that the issue did not affect the performance of the device so it was used to complete the procedure with no issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator/system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that near the end of the procedure the user noticed a blood to water leak from the synthesis oxygenator. It was also reported that the issue did not affect the performance of the device so it was used to complete the procedure with no issues. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.